Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97755, (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller stated that they have been unable to charge their implant for the past 2 nights. Caller stated they keep seeing the message to try again or recharge, and even after trying for an hour they never connect to the implant. Caller added that their implant battery level goes down 30% each day, so they're down to 25-30% by now. Agent had caller examine the equipment for damage; caller noted the recharger cord was cracked/frayed next to the paddle. Caller commented that they were feeling shocks from it last time they tried to charge, and now that they're looking at it in the light they can see it's damaged. The issue was not resolved. An email was sent to the repair department to replace the recharger. Caller mentioned that the stimulator masks their leg pain to where they don't feel it, and without the stimulator the pain is debilitating. Updated patient's managing hcp.

Manufacturer narrative:
H3: product ID 97755 ; serial# (B)(6),; product type: recharger, was returned for product analysis. Analysis found cable insulation is peeling away at donut end and wires are exposed. It was also observed recharger antenna failure. Specifically, no device found message was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.